Manufacturer narrative:
Lead: model 3387s-40, lot #v412717, implanted: (B)(6) 2010. Extension: model 7482a51, serial (B)(4), implanted: (B)(6) 2010. Programmer: model 7438, serial (B)(4).

Event description:
It was reported there were high impedances on all unipolar pairs except one. Impedance measurements were >2000 ohms. The patient also had a partial return of symptoms, and there was no known accident or incident related to the event. An x-ray was taken and the results showed there was a lead fracture. The lead was revised and the patient was doing "well."